Manufacturer narrative:
B5, b7: additional information was received by the patient including emails from his physician on 2/5/2026. E1: the initial report was the patient; however, information regarding the facility the patient was examined at is as follows: (B)(6).

Event description:
***Additional information*** per the patient's physician received on february 5, 2026, the patient does not have pacemaker or defibrillator leads. The patient has wires from open heart surgery which are MRI-compatible and do not explain the symptoms the patient alleged during and after the MRI examination.

Event description:
Siemens healthineers was notified of an issue and alleged patient injury involving an unknown siemens system. Medwatch mw5180850 was received by from the FDA on 2026-01-13. The event date was 2025-10-13 and the date of report was 2025-12-10. The medwatch report was submitted by the patient and is difficult to read. MRI identification and contact information were not provided within the report. On (B)(6) 2026 siemens attempted to identify and request information from the imaging facility and physician reported in the medwatch report; however, without patient identifiers, the imaging facility stated they would try to check their records and would call back if any information was found. The doctor¿s office said they could not identify the patient based on the provided information. Siemens has not received a response from the facility as of the date of this report. Following is a summary of the event from medwatch mw518085 as interpreted by siemens. The patient alleged that an MRI sagittal sequence did not adequately cover the area of concern and that the views were poor. A second MRI examination of the cervical spine was performed with and without contrast and the patient complained of overheating during the examination. The patient complained that they felt discomfort in the chest and torso, and that it was difficult to get up after the examination. The patient stated their face was bright red after the scan. During the evening after the examination, the patient stated they had experience heart rhythm issues, body spasms, facial redness, chest tightness, weakness, and difficulty breathing. The patient stated they have a pacemaker. It was not stated that the patient received medical attention for these issues.

Manufacturer narrative:
D 1-2, d4: MRI identification information was not provided to siemens healthineers. E1: a facility contact name and phone number were not provided for reporting. Patient information was also not provided. H3, h6: without device information, patient information, and additional event information from the imaging facility, siemens healthineers cannot investigate this complaint. A supplemental report will be submitted upon receipt of additional reportable information.

Manufacturer narrative:
D1: system model name and common device name were added. D3: manufacturer information was added. D4: system material number was added. UDI could not be completed due to lack of serial number. H3, h6: siemens healthineers (siemens) completed the investigation of the reported event. Initially, the system model used for the examination and the customer were unknown. After siemens healthineers received an e-mail from the patient, customer and system model name identified; however; the system serial number was not provided. The customer was informed about the issue via phone and afterwards contacted multiple times to try and receive additional information about the patient's examination. During the initial call, siemens healthineers was able to speak to their director of operations but did not have sufficient patient information at that time to identify the exact examination. All subsequent calls by siemens were not answered, and the customer did not respond to the voice messages asking for callback. The patient was contacted via e-mail and a list of questions to obtain more details about his examination . He responded stating that he was in hospice care due to cancer and will consider completing the siemens questionnaire and answering the list of questions. However, no additional details about the examination were provided by the patient. The patient did not complete the questionnaire. Unfortunately, no investigation was possible without the necessary data and no root cause for the patient's health issues experienced during and after the MRI examination could be determined. The complaint was closed.